Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown baclofen and dilaudid (hydromorphone) via an implantable pump. It was reported that during the pump refill process, at the time of needle insertion, the patient became dystonic and hypoxic. Contractions and spasms were severe and patient could not communicate. Emergency medical services were called and the patient was transported to the hospital. In the emergency department, the patient was treated with IV versed, im benadryl, and dexmedetomidine and was discharged home.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.